Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned neurovascular treatment was completed as planned as the system automatically performed a geometry restart which took about a minute and returned to normal. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to complete the 3d rotational movement. Analysis of system log file showed error related to system geometry. Upon troubleshooting, fse found that there was a drive current error in the arm propeller operation (rao, lao rotation). There was a pre-occurrence, where the fse replaced the control board but there was no improvement. To resolve the issue, fse replaced the motor that operates the propeller (motor assembly rotation drive). However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to complete the 3d rotational movement. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.